Event description:
During surgical procedure of stripping of right greater saphenous, tip of the vein stripper instrument came off. The broken portion was retrieved by the surgeon. Portable x-ray for foreign body was performed, with none found. Wounds were closed with staples and the pt recovered with no add'l events.